Event description:
It was reported this right atrial (ra) lead was explanted due to a dislodgement, which was suspected through clinical testing, exhibiting high thresholds and loss of capture (loc). It was confirmed by x-ray. The physician decided to explant instead of repositioning the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported this right atrial (ra) lead was explanted due to a dislodgement, which was suspected through clinical testing, exhibiting high thresholds and loss of capture (loc). It was confirmed by x-ray. The physician decided to explant instead of repositioning the lead. No additional adverse patient effects were reported.